Event description:
(B)(4). Event occurred in the united states. The patient reported that the tubing disconnected from the quick release while the patient was sleeping at night. The site location was one at the right thigh, one at the right abdomen and the other at the left abdomen. The pump was located on the same side. The infusion had been in use for 1-2 days. Reportedly, the infusions were stored at the patient's house. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.